Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Cause was not known. Reportedly, customer required assistance from their family members by administering glucagon injection to address bg level. Reportedly, customer had bruising. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.